Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 4968 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary # product ID# c4tr01 the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached battery depletion early. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.